Manufacturer narrative:
Investigation summary: 116 unused samples of mixed lots (batch # 2355494, 2306052, 2210218, 2210220) were received and analyzed by our quality team with the customer's complaint of needle occlusion/ needle blockage. All needles were tested by drawing and injecting air then water and no needles showed any issues. There were no clogs or blockages noticed. The complaint could not be verified due to the needles functioning as usual and the root cause remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. D.4. Other lot numbers include 2355494, 2306052, and 2210218. Other expiration dates include 2027-12-31 and 2027-10-31. E.1. Address was not located and (B)(6) was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2022-12-21, 2022-11-02 and 2022-07-29.

Event description:
Material#: 305838, batch#: 2355494, 2306052, 2210218, 2210220. It was reported that the bd needle eclipse 25x1-1/2 rb was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. Item: 305838, lot: 2355494. Po: (B)(4). Issue: after drawing medicine can only push syringe halfway.